Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 5 atmospheres for 6 seconds. The device was removed without any problem and the procedure was completed with a different device. No complications were reported.